Event description:
It was reported that the electrocardiogram showed a possible pacing issue on the right ventricular (rv) lead. The sensitivity was re programmed and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.